Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). (B)(4). Visual evaluation of the returned device found that the flare was detached and the handle cannula was in good condition. There was evidence of the flaring process performed during manufacturing. Further examination found the catheter kinked near to the dongle. Functional testing could not be performed due to the flare detachment. The investigation found that the device flare detached; this condition does not allow the device to be actuated. The review and analysis of all available information showed the dongle components key was found with stains, and the dongle housing was found with extra material (burr) in the internal walls, it is possible that this issue could have generated friction when the device was actuated. Therefore, the most probable root cause classification for this event is supplier manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the rectum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician manipulated the finger ring strong resistance was met and he heard a sound like the wire cable separated; although no visual break was noted. At the time this event occurred the scope was fully angled. The device was removed from the patient and the procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.